Manufacturer narrative:
Device evaluated by MFR. : promus select ous mr 16 x 2.50mm stent delivery system was returned to the complaint investigation site. Visual, tactile and microscopic analysis was performed on the device. Multiple kinks and a break were noted along the hypotube shaft. The hypotube break was 17.5cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 19-dec-2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 16 x 2.50mm promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed, and the procedure was completed with another stent. There were no patient complications reported. However, returned device analysis revealed shaft break.